Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details becomes available.

Event description:
It was reported that the 9800 system mainframe displayed a low ma error. There was no report of patient injury.